Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record could not be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 was beeping fast in the beginning of the procedure. Then it shut off about 5 times during the procedure. The user was sure to push the toggle up each time and did not do any fast, large branch or tissue cuts. Also, blood backed up into the connection between the handle and the cable (though it was reported as not being a bloody tunnel). The reported unit was used to complete the procedure. There were no pt effects. The product was discarded.